Event description:
It was reported that the patient underwent total knee surgery on (B)(6) 2015 and topical skin adhesive was used. Approximately 10 days post-operatively, the patient experienced allergic reaction around the incision with papules and pustules. The topical skin adhesive was removed and otc hydrocortisone cream was applied. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/11/2015 (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.